Event description:
Information received by medtronic indicated that reservoir had air bubble. There was error found in customer's technique while insulin vial handling. Insulin vial was not at room temperature. Customer had high blood glucose level and current blood glucose level was 351 mg/dl. Customer was treated with manual insulin injection or insulin pen. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.